Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that in the anesthesia department, a tri-fuse set leak when used. Although requested, no further information has been received.

Manufacturer narrative:
Additional information added to: the customer¿s report of a tri-fuse set leak was confirmed. A leak was observed at the engagement between the tubing and 4-way parallel connector components. Functional testing was performed by connecting a lab syringe filled with blue dye fluid to each one of the set¿s three female luer ports. The syringe plunger was depressed and no leaks were observed after flushing through each of the ports. A stopcock in the closed position was connected to the set's male luer end. After flushing through each of the ports, a leak was observed at the same engagement between one of the three tubing's to the 4-way parallel connector regardless of which port was being flushed. The set was also pressure tested while submerged underwater. With the air introduced through each of the ports, a leak was immediately observed from the same earlier noted engagement at around 1psi. With air pressure incrementally increased to 30psi, no other leaks were observed from anywhere else. The root cause was a sink condition in the parallel connector component (supplier issue).

Event description:
It was reported that in the anesthesia department, a tri-fuse set leaked when used. Although requested, no further information has been received.